Event description:
It was reported that following an elective percutaneous transluminal renal angioplasty (ptra) and renal artery stenting, a 6f angio-seal sts plus was selected for use via the right femoral artery. It is unk whether a pre-deployment angiogram was performed or not. Hemostasis was not successfully achieved and manual compression was applied to achieve hemostasis and an additional bottle was used to apply pressure to the groin. The next day on (B)(6) 2010, the pressure with the bottle was removed. The pt had redness on the puncture area and developed a fever. On (B)(6) 2010, swelling and heat sensation on the groin were confirmed. On (B)(6) 2010, a skin incision on the right groin was made and the pus was drained. Three days later, a pseudoaneurysm on the artery was confirmed. On (B)(6) 2010, the pt experienced bleeding. The pseudoaneurysm caused the rupture which resulted in bleeding from the groin. The pt temporarily went into shock and had cardiac arrest. The pt was successfully resuscitated. However, the pt's hemodynamic status was extremely unstable and acidosis developed. An emergent surgery was performed. Extensive tissue around the punctured artery was seen and the physician encountered difficulty with the vessel repair. The vessel was finally revascularized by a femoropopliteal bypass. On (B)(6) 2010, after the operation, the pt continued to be unstable. The pt received a hemodialysis session. On (B)(6) 2010, the pt had cardiac arrest several times after the operation and he expired that day.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.